Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant with severe tricuspid valve regurgitation. During the implant, the lp was screwed into the target location and a deflection test confirmed placement. Ventricular tachycardia was generated by the movement of the system due to the regurgitation pulsation. Upon release, the lp dislodged and migrated to the atrium. The dislodgement was attributed to the severe valve regurgitation. The lp was successfully removed, and a leadless system was considered impossible to implant. A transvenous system was implanted without further issue. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The device was returned for evaluation. The reported event of dislodgement was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Inspection on helix did not find any anomaly. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.